Event description:
Reporter indicated that vns patient had been diagnosed with permanent vocal cord damage linked to the vns implant surgery. Vocal cord paralysis was initially reported in 2002, but was later reported to be temporary and resolved with no intervention. Stimulation was reportedly initiated on the day of implant surgery. Two days after surgery, the patient was having difficulty with their voice and was diagnosed with vocal cord paralysis. Ear, nose, throat found a hematoma on the patient's vocal cord. The patient was seen by neurologist in the following month who reported that both the hematoma and the vocal cord paralysis had resolved and that the patient was doing well at that time. Stimulation was never discontinued. In 2003, it was reported that the patient had been diagnosed with permanent vocal cord damage linked to the implant surgery.